Event description:
The customer reported that they received a wrong product and as a result were unable to test their blood glucose level. The customer's wife reported that her husband's "sugar was so low that she thought he would pass out." She also stated that the customer was treated in a health facility and diagnosed with severe hyperglycemia. No additional information is available.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete.